Event description:
It was reported that the patient was experiencing numbness and tingling in both legs and pain at the pocket site after device removal. The reason for removal was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3095-10, lot #, serial# (B)(4), implanted: 2003 (B)(6), explanted, product type: extension, product ID 3093-28, lot# j0231173v, serial#, implanted: 2003 (B)(6), explanted, product type: lead, product ID 3031a, lot#, serial# (B)(4), implanted: 2003 (B)(6), explanted, product type: programmer, patient (B)(4).